Event description:
In 2006, a physician successfully deployed an embolished into the right internal carotid artery; pre-stent dilation was performed with another brand on balloon; the xact stent was successfully postioned and deployed; post-stent dilation was performed; the emboshield was successfully retrieved. On the next day, the pt was discharged to home. It was reported about two weeks later, the pt went to the emergency department with complaints of slurred speech, unsteady gait and left sided hemiparesis. Tissue plasminogen activator (tpa) was given in the emergency room. The pt was admitted into the hosp, the date of resolution for this event was 4 days later and the pt was discharged.

Manufacturer narrative:
The deivce was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.